Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 293 mg/dl and delivered a correction bolus. During follow up with tandem technical support, the customer reported was able to reload the cartridge and resume insulin delivery.